Manufacturer narrative:
The subject product was not returned to omsc since the it was discarded by the user facility. The exact cause of the user's experience could not be conclusively determined. As the lot number was unknown, the manufacturing record was checked for a year after the day when the subject product was delivered to the facility and nothing abnormal detected. The doctor reported that he thought this event caused not stent length from the papilla, but just migration. Therefore, omsc considers that the condition of the stent implantation or patient was attributed to the stent migration and perforation in the duodenum. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus medical systems corp. (Omsc) was informed that the two subject stents were placed in the bile duct and the patient expressed pain the next day. As a result of examination, the doctor noticed that the one of the stents migrated and contacted the duodenum, which caused a perforation. The perforation was treated with a dozen or so clips and the doctor completed treatment with an enbd tube inserted into the patient.